Manufacturer narrative:
The reported issue that the pump module iui's continue to corrode after significant remediation and modification to their cleaning procedures could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this issue is possible at this time. . The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement.

Event description:
It was reported that there has been a decrease in the number of events. However, the pump module iui's continue to corrode after significant remediation and modification to their cleaning procedures. It was further stated that the customer uses iui covers however the extent of use is unknown at this time. No patient involvement.

Manufacturer narrative:
The reported issue that the pump module iui's continue to corrode after significant remediation and modification to their cleaning procedures could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this issue is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement.

Event description:
It was reported that there has been a decrease in the number of events. However, the pump module iui's continue to corrode after significant remediation and modification to their cleaning procedures. It was further stated that the customer uses iui covers however the extent of use is unknown at this time. No patient involvement.